Event description:
Biomedical technician from facility reported pump was isolated due to a vague overinfusion situation. Info provided by biomed is as follows: pca dose was 0.2ml with a delay of 6 minutes and a lock out of 1.2ml/1hour. The history revealed 28.2ml remained in the bag and 3.8ml had been given. Biomedical technician and director of nursing could provide no additional info.